Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. When the patient ended treatment there was fluid seen coming out of the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due o the fluid leak. The patient received a new cycler and is using it without any further issues. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed and encountered m30 alarm during setup. Failure traced to hp2 filter and hp1 filter being clogged with fluid. Replaced hp2 and hp1 filters for further testing. Post-ast 2hours 15mins 8500ml simulated treatment was performed and encountered a grinding motor pump a. The simulated treatment was completed with no fluid leaks found. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. When the patient ended treatment there was fluid seen coming out of the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due o the fluid leak. The patient received a new cycler and is using it without any further issues. The cycler is available to return as a sample product.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. When the patient ended treatment there was fluid seen coming out of the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due o the fluid leak. The patient received a new cycler and is using it without any further issues. The cycler is available to return as a sample product.